Manufacturer narrative:
Gtin number for item: mx9968, lot: 16106811 is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the male end of the luer lock broke off when being disconnected. There is no report of patient harm.